Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection found the device was in good condition. Service history identified the device has not been in before for repair related to the customer stated problem. Review of the event history log was not applicable. Functional testing confirmed the customer reported issue. The device alarms "cassette not attached properly." The investigation determined that the sensors need to be calibrated.

Event description:
It was reported that the pump does not recognize the cassette. There was unknown patient involvement.